Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide midline catheter. Usage residues were observed throughout the sample. The catheter shaft was broken 8cm from the molded joint. The distal catheter fragment was not returned for evaluation. The break site appeared regular, with a slightly tapered profile. Microscopic inspection of the break site revealed a partially granular and partially glossy fracture surface. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the break site. The fracture features and longitudinal scoring mark were consistent with catheter damage caused by contact with the introducer needle tip. This can occur if the catheter with withdrawn against the needle or if the needle is re-inserted following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redy2839 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion, the catheter got stuck and when she tried pulling it out the tip of the catheter sheered off. Additional information rcvd 06/22/2020: catheter broke during insertion, 2 mm piece was left on patient's arm and needed to undergo surgical cut down to remove foreign body.